Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain was worse during menses / because of the pain she could not have sexual relations with husband") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included monitored anesthesia care sedation on (B)(6) 2014. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year after insertion of essure, the patient experienced vaginal infection ("acute vaginitis") with vulvovaginal pruritus, vulvovaginal discomfort and vaginal discharge. On an unknown date, the patient experienced infection ("multiple infections"), menorrhagia ("menorrhagia"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and anaemia ("anemia"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, menorrhagia, abdominal pain lower, abdominal pain, fatigue, vaginal infection and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, fatigue, infection, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: consumer symptoms resolved after essure removal. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain was worse during menses / because of the pain she could not have sexual relations with husband') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included monitored anesthesia care sedation on (B)(6) 2014. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis") with vulvovaginal pruritus, vulvovaginal discomfort and vaginal discharge, 1 year after insertion of essure. On an unknown date, the patient experienced infection ("multiple infections"), menorrhagia ("menorrhagia"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), anaemia ("anemia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, menorrhagia, abdominal pain lower, abdominal pain, fatigue, vaginal infection, anaemia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: consumer symptoms resolved after essure removal. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain was worse during menses / because of the pain she could not have sexual relations with husband') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included monitored anesthesia care sedation on (B)(6) 2014. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis") with vulvovaginal pruritus, vulvovaginal discomfort and vaginal discharge, 1 year after insertion of essure. On an unknown date, the patient experienced infection ("multiple infections"), menorrhagia ("menorrhagia"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), anaemia ("anemia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, menorrhagia, abdominal pain lower, abdominal pain, fatigue, vaginal infection, anaemia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, fatigue, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: consumer symptoms resolved after essure removal. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New event "abnormal bleeding" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.